Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to out of range pacing impedance. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided x-ray images and x-ray movies showed a fracture between the lead tip and the ring electrode which can be considered the root cause for the out of range pacing impedance. Mechanical stress in the implanted state should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.